Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the implantation date and the explantation date. Initially, the implantation date was reported as (B)(6) 2016. However, additional information revealed that the implantation date was (B)(6) 2016. The patient underwent bilateral removal and replacement with two unspecified saline breast implants on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation on (B)(6) 2022, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as a 325cc mentor smooth round moderate plus profile prosthesis (catalog #:3502325, lot #:6914098, serial #:(B)(6) however, additional information revealed that the suspected medical device was a 325cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502325, lot #:6674339). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-mar-2022, the suspected medical device was returned for evaluation. On 31-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection leak testing, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed a tear on the anterior view, measuring approximately 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two 325cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.